Event description:
It was reported the ipg is unable to communicate with the external devices. The ipg was last recharged two months ago. The sjm representative confirmed the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26577. Follow up information identified the patient underwent surgical intervention to remove and replace the ipg. In addition, the lead was also removed and replaced as it was damaged during the surgical procedure. During postoperative programming there were impedance issues, however stimulation was able to be attained but patient requested further reprogramming be completed at his next physician visit.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26577. Follow up information identified reprogramming was able to provide effective stimulation.